Event description:
During a pump exchange, they aspirated 2 ml smoothly from the catheter. Following the pump exchange, the pt experienced an accumulation of fluid and clear drainage at the pump pocket. They were revising the catheter. It was noted that the pump alarm for zero ml reservoir volume reached was sounding. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).